Event description:
A pt called lifecor customer support to report that when he inserts one of his battery packs into the monitor a battery symbol with a question mark in it is displayed. He reports his other battery pack was functioning normally. A replacement battery pack was provided. Four days later the pt reported seeing the battery symbol with a question mark in it again. A review of the pt's downloaded date shows battery pack faults and run time expired flags. The pt's monitor and 2 battery packs were replaced.